Manufacturer narrative:
No conclusion can be drawn as repair information was not reported at this time; a service call is anticipated.

Event description:
It was reported that the system had a generator error. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.